Event description:
One touch ultra meter would only prompt error 2. Patient reported visiting physician's office, where a blood glucose result of "174 mg/dl" was obtained. No treatment was administered. The customer service representative discovered that the test strips were in good condition and the patient was using correct testing techniques. Patient's meter was replaced due to an unresolved error 2 message. The patient neither alleged harm nor experienced injury.